Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system did not turn on as there was no power. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was failed to power on and in offline mode. A field service engineer (fse) replaced the drawer controller on main drawer 5 and reseated the row board cables. The customer was asked to perform an inventory from the drawer, and functionality was confirmed. The system functioned as intended after the field service engineer repaired the device.